Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). PMA 510(k): preamendment. It was reported that the unit was not cutting all the way through the skin when ran through on the carrier. The customer returned a meshgraft ii device for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated meshgraft ii as documented in the repair reports. Initial qa inspection of the meshgraft ii on march 15, 2018 revealed that the calibration was out of specification but produced a passing sample mesh. Repair of the meshgraft ii was performed by zimmer biomet surgical on march 15, 2018 which included replacement of the cutter, roller, and ratchet spring. Meshgraft ii was then tested and functioned properly. It was repaired, inspected and tested. The reported event was unconfirmed since during initial inspection it was noted that the calibration was out of specification but produced a passing sample mesh. The root cause of the reported event cannot be specifically determined since during initial inspection it was noted device produced a passing sample mesh. However, it was noted that the that the calibration was out of specification the investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the unit was not cutting all the way. No adverse events were reported as a result of this malfunction.